Event description:
Male patient reported to legal dept. For failure of the calaxo screws. No other information is available at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)